Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to spec. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It is reported by the pt's counsel that the pt also received a tm monoblock tibia implant on (B)(6) 2009 and was revised on (B)(6) 2012 due to pain.